Event description:
Tip of the screwdriver was broken during tightening of the locking screw. The tip remained in the screw head. The surgeon removed the tip with k-wire.

Manufacturer narrative:
Investigation in progress but not yet complete.